Event description:
It was reported that multiple pin collets were not properly gripping the pins, causing shearing of the pins. There was one report of this occurring during the procedure, but there were no reports of metal shavings or flakes coming from the device. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for eval. According ot the quality engineer, the collet uses a ball design to provide the gripping force on the wire over a large range of pin sizes. Under high torque loading, the ball design can create grooves in the pin and cause pin slippage. This product is obsolete and has been replaced by a collet which has higher torque capabilities.